Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d dehp 3ss cv had air detected in the line, and pulling the tubing out of the pump chamber caused it to disconnect. The following information was provided by the initial reporter: "pump alarming "air detected" and when I went to pull the IV tubing out of the pump's chamber, the IV tubing came disconnected at pump segment. Immune globulin (human) (gamunex-c), infusion, 25 grams"

Manufacturer narrative:
It was reported that the pump alarmed for air in line and that the IV tubing separated at the pump segment. Received one used primary set model 2426-0500 lot 20043512. The primary set was attached with orange caps at each smartsite. The pcu and pump device that were in use during the customer event were not returned for evaluation. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection, it was observed that the silicone segment (p/n 12088541) was completely separated from the upper fitment (p/n tc10008721). Further visual inspection of separated silicone segment end, observed an o-ring indentation on the silicone segment. The indentations did not show that the ring was misaligned along the silicone tubing, indicating that it had been correctly assembled onto the set. The ring retainer (p/n 601316-000) was not received with the set. No damages or other anomalies were observed on the upper or lower fitment. Dimensional testing was performed on the upper fitment. The first tapered outside diameter at the top of the nipple area which is inserted into the silicone segment tubing measured 0.163¿, within the specification of 0.162¿ +/- 0.002¿. The bottom tapered outside diameter of the nipple area measured 0.169¿, within the specification of 0.168¿ +/- 0.002¿. The inside diameter of the silicone segment measured 0.131", within the required specification of 0.129" to 0.132". Functional testing could not be performed for pump alarm issues due to the separation and obvious leaking that would occur. Equipment used (measurement and testing performed on 03sep2020). Optical ram-cnc, eq08204, calibration due date: 05feb2021 . Calipers, eq02784, calibration due date: 19dec2020. A device history record for model 2426-0500 with lot number 20043512 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 30apr2020. The search showed that there were no quality notifications for the failure mode reported by the customer. The customer¿s report that the pump alarmed for air in line and that the IV tubing separated at the pump segment was confirmed. The source of the air in line alarm was due to the separation at the silicone tubing to the upper fitment¿s outlet. The root cause of the separation was not definitively determined. However, it is possible that the silicone was stretched at some point during use beyond the 3.4 pounds of retention specification between the silicone segment and the set¿s upper fitment during use. Pump segment issues are currently being investigated and will be addressed under systemic failure investigation for pump segment (dir #10000335005).

Event description:
It was reported that the as lvp 20d dehp 3ss cv had air detected in the line, and pulling the tubing out of the pump chamber caused it to disconnect. The following information was provided by the initial reporter: "pump alarming "air detected" and when I went to pull the IV tubing out of the pump's chamber, the IV tubing came disconnected at pump segment. Immune globulin (human) (gamunex-c), infusion, 25 grams"